Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information it was reported that the patient expired on (B)(6) 2018 at an inpatient hospice facility. The device was not explanted.

Manufacturer narrative:
(B)(4). Approximate age of device- 28 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that a CT scan showed a large right parietal occipital hematoma measuring about 3.3 x 3.8 x 6 cm. There are fluid levels within the hematoma indicating a probable underlying bleeding diathesis. The patient presented with left lower extremity weakness and left sided hypoesthesis. The patient¿s inr upon admission to the acute care facility was 2.8, thus making their inr therapeutic. A reported unknown surgery was performed. The patient was discharged to a hospice facility per the family¿s request and a do-not-resuscitate order (dnr) was placed due their neurological status not improving. The patient¿s permanent pace maker and implantable cardioverter-defibrillator has been turned off and only comfort measures will be given. No additional information provided.